Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a hole in the balloon was noted. A 15mm x 2.5mm maverick2 balloon catheter was selected and during preparation outside of the patient's body, a hole was noted in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a hole in the balloon was noted. A 15mm x 2.5mm maverick2 balloon catheter was selected and during preparation outside of the patient's body, a hole was noted in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis of the returned product revealed a longitudinal tear in the balloon. The tear stretched from approximately 1mm proximal to the center markerband and extended proximally for a total length of 6mm. An examination of the markerband and balloon material could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).